Event description:
Nellcor puritan bennett rec'd a call from reporter on 7/10/98 to report the following problem: will not cycle, all leds on with constant single tone alarm. Found during bench testing.